Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide catheter: hyperion. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal circumflex artery with mild tortuosity. The 3.0 x 15 mm trek balloon catheter was prepared per the instructions for use (IFU) and advanced to the lesion. The balloon was inflated; however, the balloon ruptured on the first inflation of 4 atmospheres (atm). A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.